Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a cholecystectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.